Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image displayed. A root cause could not be identified. Based on the investigation results, the most probable cause of the scope error 217 and no image was related to the cumulative uses and reset of the scope identification ID unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had scope error 217. The issue occurred during the inspection for use. There was no patient involvement.